Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient went to the clinic with thoracic pain, perforation was observed. The lead was explanted. The patient condition was stable.